Manufacturer narrative:
(B)(6). Date of event is estimated. The event of possible lead migration was reported to abbott. Migration was confirmed with x-ray. The lead was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation. X-rays confirmed lead migration. In turn, the lead was explanted and replaced to address the issue.